Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that he thought he might have "done something" to the leads with "all his lifting of logs and stuff." The patient stated he had a hard time sitting still and needed to be active and that may have caused problems with the stimulator. The patient stated he did not think it was the stimulator and that he thought he "did something." It was also noted that the patient decreased the energy of the stimulation. The patient stated he had it on for a "few days" and then turned it off. The patient noticed the "tingling stayed for a day or two." It was noted that the patient was in the process of getting his medical information to the doctor. The patient did not have an appointment yet. The patient believed it would be another week or two. The patient stated he had not had a manufacturer representative check the stimulator as of (B)(6) 2014. The patient planned to have that done the day he went to the doctor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from the patient on 2017-04-28. The patient reported that he received implants for pain in his legs and he could use stimulation 24/7 and he did for the first few months and then suddenly one day it wasn't helping him anymore and then he started to use it intermittently for the next 6 months. The patient reported that stimulation helped a little bit part of the day (turned on) and had leg pain 24/7, therefore he liked to use stimulation at night. The patient reported that stimulation helped to take edge off pain so he could do things, patient reported that did whatever he did, extremely active. No further complications were reported.

Event description:
It was reported by the patient that ¿right after¿ the implant in september it helped 100% of his pain until ¿around february¿ he started to have pain at night but not during the day. By the middle of march it was ¿hurting all the time¿ and ¿went from helping 100% of the pain to none of the pain.¿ the patient noted that he was speaking with the managing healthcare professional (hcp) and a manufacturer representative about ¿this¿ and ¿they¿ were going to reprogram therapy to see if there was a problem but ¿this¿ never occurred because the manufacturer representative left the company. The patient noted at first ¿they¿ thought the patient ¿pulled the leads¿ and ¿they¿ were going to check it but then ¿they threw that out¿ because ¿they¿ told the patient ¿it would not work at all if that was the case.¿ the patient noted he was walking ¿several miles a day at the time up and down hills.¿ the patient stated he kept the stimulation on 24/7. The patient noted that every spring for the past four years he had a problem in which he ¿became exhausted and had to take a long nap every day.¿ the patient noted that ¿this year when that hit it was when the spinal cord stimulator (scs) started to not help his pain.¿ the patient did not think that the problem was with the scs. The patient reported when the spring came he would go out and ¿bust his (profanity) again like he was 21 years old.¿ it was noted the patient¿s heels hurt, then the ankles, then his calves would ¿lock up and tense up and then his knees and hips.¿ it was noted that ¿this all¿ happened whether the stimulator was ¿implanted or not.¿ the patient wondered if ¿this is what caused him to be tired.¿ the patient stated he ¿wondered if the stimulator can¿t keep up with him when he got tired in the springtime and this was why he had a return of pain.¿ the patient again noted that he did not think the problem was with the scs system ¿unless he did something to it.¿ the patient reported in february ¿right when it started hurting¿ he was ¿lifting heavy things and doing all kinds of stuff.¿ the patient stated ¿everyone told him that all he had to do was be a nice person and take tranquilizer for the first eight weeks.¿ the patient noted he was ¿promised he could go back to normal activities.¿ the patient noted ¿around (B)(6) he and his friend went and cut/hauled a bunch of wood.¿ it was noted that when the pain came back it was ¿excruciating.¿ the patient called the hcp and asked for pain medication but ¿they told they could not give it to him over the phone and because of the government.¿ the patient stated he did not ¿drink or smoke pot or use prescription drugs.¿ the patient noted that by the first week of (B)(6) all of his pain went away again but then a ¿couple weeks later¿ it ¿all started coming back again.¿ it was noted that currently the pain bothered him a ¿little bit but not that much.¿ the patient noted the reason for the scs system was a running injury to his leg 25 years prior to report. It was noted that the patient was trying to find a hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).